Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2004 (B)(6), product type catheter. (B)(4).

Event description:
A catheter dislodgement/migration was reported. The patient's catheter was explanted in (B)(6) 2012 and replaced. The patient complained of increased pain for a few months, and it was also reported that the patient had had intermittent withdrawal, nausea, vomiting, and sweating. The patient was being discharged from the hospital as of the date of this report. The patient was reported to be doing well, and the medication was to be titrated to the desired effect. The medications used within the system were bupivacaine and dilaudid. No additional information was available at the time of this submission.